Event description:
The customer alleged they received a questionable troponin t stat (tnt) result for one patient on their elecsys 2010 analyzer. The patient's initial tnt result was 0.112 ng/ml accompanied by a data flag. This result was not reported outside the laboratory. The sample was repeated and the result was 0.036 ng/ml accompanied by a data flag. Another sample tube collected at the same time as the initial sample tube was tested. The tnt result was 0.034 ng/ml accompanied by a data flag. The original sample tube was then tested on another elecsys 2010 analyzer and the result was 0.027 ng/ml. The repeat results were considered correct. The customer rounded the final result and reported 0.03 ng/ml outside the laboratory. There were no adverse events. The tnt reagent lot number was 17575901 and the expiration date was 02/28/2015. The field service representative could not determine the cause of this event. He checked the system operation and no abnormalities were found. He adjusted the photomultiplier tube high voltage. He performed a mechanism check, assay performance check, and blank cell calibration. All assays were calibrated and quality control was run.

Manufacturer narrative:
A root cause could not be determined. The analysis of the alarm history from the day of the event did not provide any information about the cause. The customer stated there was nothing around the analyzer that might cause an interference.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.